Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. The investigation determined the most probable cause to be the air detector not operating as intended, or the tubing may not have been fully threaded through the air detector which would result in the pump halting the infusion; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the pump showed 6.7ml remaining but exhibited an alarm for ¿air in line¿ and the cassette was empty. It was indicated that the infusion ended two hours early and the alarm occurred at the end of infusion when it was complete. The error was not resolved. Per the reporter, there were no adverse patient effects. The device delivered 5-fluorouracil at 3ml/hr.